Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump died after alarming. Customer¿s blood glucose was 240 mg/dl. Customer stated that insulin pump had crack on the back around the belt clip side and customer was on the hot tub when insulin pump started alarming. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.